Manufacturer narrative:
Literature title: comparison between paclitaxel-coated balloon and standard uncoated balloon in the treatment of femoropopliteal long lesions in diabetics a2: average age a3: majority gender be: date of publication medicine (2019) 98:13(e14840) http://dx.doi.org/10.1097/md.0000000000014840. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was received titled 'comparison between paclitaxel-coated balloon and standard uncoated balloon in the treatment of femor opopliteal long lesions in diabetics'. Patients were randomly divided to either a paclitaxel group or a control group. The control group received admiral xtreme peripheral balloon catheter (medtronic) treatment, and the paclitaxel group received orchid paclitaxel coated peripheral balloon catheter (non-medtronic). 111 diabetics (54 in the paclitaxel group and 57 in the control group) were enrolled between april 2013 and june 2014 at 10 clinical sites. In the course of surgery, stents were implanted for 20% patients in the paclitaxel group and 23% in the control group, respectively, to treat dissection or residual stenosis. The primary patency at 12- and 24-month follow-up was 93% vs 63%, and 85% vs 63%, respectively (paclitaxel vs control) from the angioplasty. There were 21 cases in control group receiving re-intervention; 2 of them received twice in 12 months, and 4 of them had suffered twice tlr in the 24-month follow-up.